Manufacturer narrative:
(B)(4). The lot number was not provided. Therefore, a batch review could not be conducted.per the customer, this device was not available for evaluation. Therefore, the reported condition could not be confirmed and the root cause could not be determined. Should the device and/or any additional relevant information become available, a follow-up report will be submitted.

Event description:
The customer reported to a baxter representative a condition of one clearlink y-type catheter extension set that was alleged to be unable to connect to a non-baxter catheter, 24 gauge, that was identified as a "protect IV plus/w safety IV catheter." There is no information available regarding the patient. There was no report of patient injury, medical intervention, or adverse reaction associated with this event. This is report #2 of 3 regarding this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. Should any additional information be made available a follow-up MDR will be submitted.